Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the compressor power control printed circuit board (pcb), compressor power distribution pcb and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the compressor on a 980 ventilator went into an inoperative state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.